Event description:
Home pt contacted baxter technical service center during drain 4/4 of apd treatment on the homechoice machine and requested assistance in ending therapy due to the pt's cat biting through the drain line tubing of the homechoice set. Pt reported solution leaked through the hole in the drain line tubing. Per pt's rn, the pt completed the last fill of therapy and no pt injury or medical intervention resulted from the incident.